Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device interrogation, the ventricular lead exhibited high thresholds. An x-ray was performed to check for lead damage and none were detected. The patient experienced dizziness. The physician suspected a malfunction of the pacemaker and the lead. Both pacemaker and lead were explanted and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
The reported field event of high capture threshold was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.